Manufacturer narrative:
A field service engineer (fse) went on-site and confirmed the leak from a disconnected tubing at valve vl46a (vl46a is used to rinse the lower chamber of the flow cell with diluent in between samples) the fse replaced the tubing at vl46a which resolved the leak. Fse also replaced the tubing at vacuum chamber vc12 as a preventive measure. Service activity performed was verified to meet the specified requirements per established procedures. The cause of the leak is attributed to a disconnected tubing at vl46a. The instrument generated sheath tank not full errors alerting the customer to an instrument problem. (B)(4).

Event description:
A customer contacted beckman coulter (bec) to report a leak of pink fluid under the coulter lh 780 hematology analyzer. The volume of the leak was reported as approximately 4 ml and the instrument generated sheath tank not full errors. The customer was wearing personal protective equipment (ppe) consisting of gloves and a lab coat at the time of the event. No injury or exposure was reported and there was no affect to patient samples or results.